Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Event data appreciated as it was not reported.

Event description:
It was reported that faradrive steerable sheath clear was selected for unknown procedure. No abnormalities were noted during preparation of the sheath. During the procedure, the physician noticed that the valve was loose and even after the flushing was performed the air continues to enter. Cool point pump method was used for irrigation method with a flow rate of 3ml/min. No air was noted in the patient. Air removal was performed with 20 ml syringe thus, the sheath was replaced, and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was discarded.